Manufacturer narrative:
(B)(6) 2014 updated - resend this report due to "failed"error message on the submission result summary.this report is to follow up with (B)(4). The incident device pending to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4) 2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with (B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.

Event description:
Volun (B)(6)-2014: "balloon on end of trocar would not deflate."